Manufacturer narrative:
At the time of the adverse event, the pump was full fill and ejection. After the pump change, the ldh dropped and as of (B)(6) 2020, the ldh level was in the 600 range and dropping. The patient is back in normal range and had no adverse affects.

Event description:
Berlin heart was informed by the site on 9/11/2020 that a patient being supported with the excor pediatric vad system in the lvad configuration had experienced hemolysis prior to a pump change. The pump was full fill and ejection. Based on ldh values received by berlin heart from the site on 10/12//2020, it was determined that the hemolysis was reportable adverse event. Prior to the pump change, the patients ldh was greater than 2.5 times the normal range of the patient at 1400 the plasma free hemoglobin was greater than 50. After the pump change, the ldh dropped.